Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please inform if the medicine used was a prescription medicine. Yes. Please provide the product code and lot number of the product involved. Unk. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What tissue location was placement of suture? What were the patient symptoms (location, severity, appearance)? Was medical intervention required to treat the patient condition? Results? Does the patient have known allergic history to medical device, food or medications? Was any allergy testing performed? If yes, results? Other relevant history / concomitant medications? What is the product code and lot for silk suture? Will product involved in the event be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a head trauma procedure on (B)(6) 2018 and suture was used. The patient experienced wound skin reddish two days after the procedure. The surgeon treated with medication and the symptoms improved. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: what tissue location was placement of suture? Unk what were the patient symptoms (location, severity, appearance). Unk was medical intervention required to treat the patient condition? Results. The surgeon treated with medicine and symptom became well. Detailed information is unknown. Does the patient have known allergic history to medical device, food or medications? Unk was any allergy testing performed? If yes, results? Unk what is the product code and lot for silk suture? Unk will product involved in the event be returned for evaluation? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? Maybe suture what is the patient¿s current status? Stable